Event description:
The device entered the uterus cavity and the novasure handle was squeezed. The doctor could not get good traction, and the co2 did not pass safety test. No energy was given, which is a product safeguard if the safety test fails. Another novasure was opened and it worked without any issues. Per manufacturer response to site, there was a possible leak in the handle.